Event description:
A malfunction was reported by the caller regarding their tandem pump, indicated by a specific error code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and was advised to reach out again if the issue reoccurs, which the caller understood and acknowledged.